Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b additional device product codes: ftl and gwo. H3, h4, h6: part: 08.510.120s lot : ds7007039 release to warehouse date : 01.apr.2021 expiration date : 01.mar.2026 supplier: (B)(6) manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample confirmed the reported breakage allegation. The edge of the symport sheet 50*50 t0.8 was found broken, fragment was returned for evaluation. However no evidence of the initial condition of the device upon receipt was provided. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the symport sheet 50*50 t0.8 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in china as follows: it was reported that on (B)(6) 2023, during the surgery, prior to opening the packaging, it was noticed that the packing was broken and the device was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient this report involves one (1) synpor square sheet-sterile 50mmx50mm/0.8mm thick. This is report 1 of 1 for (B)(4).